Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm during a bolus delivery attempt. He changed everything out. The no delivery alarm occurred again, on the date the customer reported the issue. Troubleshooting was performed. Insulin did exit during a fixed prime. It was stated that the customer's blood glucose was 200 mg/dl. Nothing further reported.